Event description:
During the procedure, the patient developed spasm around initial stent which caused dissection to distal edge of stent requiring additional stenting. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the mid right coronary artery (rca). The reason for the intervention was stable angina pectoris. The lesion was de novo. The length of the lesion was 13mm. The rate of stenosis was 70%. There was no thrombus present at the delivery site. The lesion was not pre-dilated. A cypher (cxs13300/ lot 15076317) stent placed in the lesion and deployed at 20 atmospheres (atms). Because the stent was under-expanded, the physician post-dilated the stent with a dura star 3.0x10 taken to 24atms for 11 seconds. During the procedure, the patient developed spasm around the stent which caused dissection at the distal edge of the stent requiring additional stenting. Two additional stents were placed overlapping, with good results. Twenty-one days after the index procedure, the patient experienced atypical chest pain. Subject underwent stress testing showing no changes. Cardiac enzymes were negative. An angiogram was not performed to check the patency of the stents. The patient was discharged two days later and is reportedly doing well.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying inaccurately high readings compared to her feelings. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The mss reviewed the call and classified this complaint based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on the evening of (B)(6) 2010 when the patient reportedly tested with the subject meter two to three hours after her dinner and obtained a result of "over 400 mg/dl." It is not known what readings the patient was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with diet and insulin (self-adjuster). The patient reported that since the due the alleged reading, she administered an unspecified dose of insulin based on her prescribed sliding scale. Thirty minutes after obtaining the alleged high meter reading, the patient claimed that she became "shaky." The patient stated that she tested her blood glucose with the subject meter at the onset of her symptom and obtained a blood glucose result of "38 mg/dl." The patient stated that she treated herself with a drink. It is not known if the patient attempted to test her blood glucose on any meter after the treatment. The cca documented that the patient did have a control solution to perform a quality control test with the subject meter at the time of the call. Replacement meter and supplies were sent to the patient. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered her insulin medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.